Event description:
The facility contacted baxter (B)(4) to report a solution administration set that leaks when connected. The malfunction was reported to have occurred during priming. There was no patient involvement, report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510(k) number.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was received for evaluation. Visual inspection was performed and no defects were observed. The sample was gravity tested and underwater pressure tested at 0.56 bar for leakage. No defects were observed. The reported condition was not confirmed. The root cause was not determined. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.